Event description:
It was reported that an ilet device exhibited a broken screen with loss of readability after apparent external pressure, supported by a photograph of the damaged display; the user transitioned to backup pump therapy and maintained stable blood glucose. Symptoms included no reported clinical effects. Outcomes included no user injury, no medical intervention, and no hospitalization. Investigation included customer interview, collection of images, and receipt and inspection of the returned device. Investigation of this case revealed visible screen damage consistent with external force affecting the display assembly, with no reported alarms or therapy interruption beyond the need for device replacement. It was concluded that the cause was mechanical damage due to external physical impact, not a product quality manufacturing defect.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.